Event description:
The valve was implanted in ventriculo-peritoneal. The doctor couldn't change the pressure setting of the implanted valve. He tried under x ray but in vain. The valve was explanted. The doctor has requested to check the valve.

Manufacturer narrative:
The incident has been reported to manufacturer on 04/22/2009. Results of analysis will be developed in a follow-up report.